Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient has previous injected in ck1, ck2, ck3 with juvéderm® voluma¿ with lidocaine. 8 months later, patient was injected into the cheekbone arch left and right, mandibular area and lower jaw line with harmonyca¿. Six last months later, patient was injected in jw1 with juvéderm® volux¿. Two weeks later, patient experienced "an increasing swelling in the therapy area, which was accompanied by erythema and was hot to the touch. The swelling appeared and grew within 30 minutes. " within 3 hours after the administration of 4mg dexamethasone, the swelling gradually decreased, the intensity of erythema decreased and the local temperature at the site of the lesion decreased. Symptoms ongoing/unresolved. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4). This emdr is being submitted for juvéderm® volux¿.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Additional information received reporting symptom resolved 6 days after onset.